Event description:
Customer called regarding entering information into her contour meter. Customer's blood glucose was 36 mg/dl which was treated with food. Customer refused troubleshooting on insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).